Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test and off no power test. No battery out limit alarm noted. The pump was received button error alarm due to corroded keypad traces. No frozen screen noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a button error and battery out limit alarm from the insulin pump. The customer's blood glucose reading was 287 mg/dl. The customer stated that the screen is frozen. The customer stated that the button error did not occur right after the pump was exposed to moisture. The customer was unsure if a button was pressed for 3 minutes or longer. The customer checked the alarm history and there were multiple batteries out limit alarms. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.